Event description:
The customer reported the system displayed an over temperature warning light and locked up. No pt injury was reported.

Manufacturer narrative:
A ge service rep contacted the customer by phone and directed them in correcting the problem. System operates as intended.